Event description:
During a thoracic percutaneous discectomy, the tip broke off and remained in the pt. A small incision was made and forceps were used to remove the tip. This added approx 30-45 minutes to the procedure. The procedure was completed with backup equipment.

Manufacturer narrative:
It has been confirmed that the product used in this event was discarded and is not available for evaluation.